Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2016, dated through (B)(4) 2016: normal power consumption. Additional notes: -1 low flow alarm was logged on (B)(4) 2016 at 03:56:38. The low flow alarm limit is currently set to 1.0 lpm per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the perfusionist that the patient was experiencing persistent low flows, with intermittent suction. The suction waveform "didn't appear to be adequately supported by lvad". The patient's inr had been kept in the higher range prior to the reported event. Cardiology suspected that the reported event was related to either malposition or pump thrombosis. Recent CT scan revealed a clot around the inflow cannula of pump. The patient was listed 1a and was transplanted that morning. She remains hospitalized in the intensive care unit.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a pump operation with intermittent suction and one low flow alarm. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump, but revealed thrombus within the lumen of the proximal outflow graft lumen. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. After the review of the available information there is no indication of any device malfunctions or performance issues impacting the event. It is likely that clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.